Event description:
Procedure: prostatectomy. According to the reporter: unit set up properly. Closed on tissue but did not fire. Made a very short sound, but did not advance. Tissue was not too thick. Reassembled and tried again. Same result. Put same reload on disposable handle and did not fire. Was locked out. Reload examined was not pre fired. Subsequently could not load any reload onto device. We tried to put two additional reloads on with no success. Reload would just not connect to adapter. And trying made the reload not able to be fired on disposable. Eventually used new reload, new disposable handle to fire across tissue. No buttress material was used.

Manufacturer narrative:
(B)(4).